Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their sensor glucose read 50 mg/dl, but their blood glucose was 100 mg/dl. Customer's blood glucose was 167 mg/dl at the time of the call. The customer stated the threshold suspend feature was also activated on their insulin pump. It also found the customer received a calibration error alarm. The customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.